Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized after crashing her car and dislocating her shoulder due to a low blood glucose. The blood glucose reading was 32 mg/dl. The customer was treated for three days. The customer was wearing the insulin pump at the time of the event.